Event description:
It was reported that the syringe 3ml ll bns syringe had a scale marking issue. The following information was provided by the initial reporter, translated from dutch to english: "as agreed, at the end of the batch we report the discrepancies found. All reports were discovered during packaging, i.e. Before use. No patients involved. " missing scale x 1.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this fieldh.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation it was reported the syringe was missing the scale marking. To aid in the investigation, one loose 3ml luer lok syringe was received for evaluation by our quality team. A visual inspection was performed, and the syringe has most of its printed scale. There is only a slight shadow of the scale being lightly printed. This condition is non-conforming per product specification and is associated with the scale marking process. A device history record review was completed for provided material number (B)(4), lot 2223871. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2223871 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.